Manufacturer narrative:
The customer did not return the test strips.

Event description:
The customer complained of an erroneous high inr result for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 7.4 inr. The result from the laboratory within 7 hours was 5.0 inr. The patient's warfarin dose was held based on the laboratory result. No medical treatment was required. The patient's therapeutic range is not known. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have anti-phospholipid antibodies. The patient has not had any medication changes, no recent illness, no dietary changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. The retention strips were measured with the returned meter with liquid qc of a high level: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (1.8 - 2.6 inr). All measurements were without error messages. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.